Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 11, 2008, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter showed an error message; she said she did not remember the specific error message. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The cca noted that the patient reported the meter gave a "not enough blood" message. However, the one touch ultra meter does not display the words "not enough blood" message. However, the one touch ultra meter does not display the words "not enough blood". An error 5 message on the one touch ultra meter can indicate incomplete filling of the test strip sample chamber. The patient said the issue first occurred four months ago. She said she was dizzy, woozy, unsteady, and had blurry vision during the issue. The patient said a laboratory result in the eight hundreds was obtained at an unspecified time. The patient reported she received medical intervention on two days prior to original date. She said she was admitted to the hospital and treated with insulin. The patient did not have test strips and the cca was unable to resolve the alleged issue. The patient's products were replaced. The complaint is reported because the patient alleges the lfs product first displayed an unidentified error message around four months prior to original month. The patient claims a high laboratory result was obtained and she was admitted to the hospital and treated with insulin two days prior to original date.